Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7070939 / 7073528.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent a revision procedure wherein the ipg and leads were replaced. It was noted that the patient had poor stimulation coverage postoperatively. The explanted ipg and leads were discarded.